Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the barrel the bd¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that white foreign matter was found in the barrel the bd¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Investigation summary: our manufacturing facility reviewed the photo provided for investigation and we were able to verify the presence of foreign matter in the syringe. The plastic particle was determined to be a piece of a plastic bag, which are used for storage in our facility. In this instance, due to failure to follow proper manufacturing practices, the plastic piece entered the assembly machine which then resulted in the reported non-conformance. A batch history review showed no non-conformances associated with this issue during the production of this batch. Bd performs thorough inspections in order to reduce any type of foreign matter in our products. The entire process, from assembly to packaging of the product, takes place in an environmentally controlled room. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. We routinely train all manufacturing personnel on these procedures to ensure we stay compliant with these practices. We have notified our manufacturing staff to bring better awareness in order to prevent reoccurrence. We can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that white foreign matter was found in the barrel the bd¿ syringe. There was no report of exposure, injury, or medical intervention noted.